Event description:
Complaint investigation for an alleged high reading which resulted in an episode of hypoglycemia. The users were fire rescue personnel who received a blood glucose reading of 75 mg/dl on a consumer they were transporting. Based on this reading, hypoglycemia was ruled out and glucose treatment was delayed. Upon arrival, in the emergency room a laboratory result was 20 mg/dl. When these values are plotted on a clarke error grid, the ananlysis fell in the "d" zone showing the results to be clinically significant. There was no report of death or serious injury.